Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's drg ipg would not communicate with the patient controller (pc). The company representative confirmed the pc and clinician controller would not connect with the ipg. Consequently, the patient's drg ipg was replaced and the issue addressed.